Event description:
The customer reported via phone call that the insulin pump sustained physical damage. The customer stated that the top of the reservoir cracked and that the black gasket had come off. She stated that there was a crack in the insulin pump, a missing piece and another half an inch crack along the back side of the reservoir compartment. She stated that the top of the reservoir compartment cracked and part of the plastic came off when the customer tried to remove a reservoir from the device during a set change. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, missing reservoir tube seal, cracked battery tube threads, cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window, cracked case at the reservoir tube window corner, and a cracked reservoir tube window. The insulin pump was received without the original belt clip with no damage noted to the belt clip slot.